Event description:
The birth occurred at another hospital, but the baby was transferred to this institution for extra corporeal membrane oxygenation (ECMO) shortly after birth. The day following transfer, the ECMO pump alarmed "no flow" and the baby quickly began to drop his pressures. The staff did the "emergency off" procedure and checked the equipment for problems. They did note no flow to the arterial cannula. The flow probe read 0 and there were some color changes between aterial and venous. The baby coded and initially was successfully resuscitated, but soon coded again and was not able to be resuscitated. The trained ECMO staff do not believe that the equipment/devices played a part in the events that occurred. They believe that all devices in use performed as expected. The physicians have no opinion.